Event description:
During testing of the unit, it displayed "defib comm error" and "pacer comm error". The unit was not being used on a pt. There was no harm to pt.

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept. Has finished the evaluation of the device.